Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part number 09.820.055s, lot number: h502729, date of manufacture: 11-13-2017, place of manufacture: brandywine plant. Part expiration date: 10-31-2021. The device history record(s) showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. Product was shipped to monument for sterilization. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID also reported as (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a c5-c6 prodisc arthroplasty and was implanted with the large prodisc-c implant; however, when the patient woke up from anesthesia, they experienced quadra paralysis. The device was removed the same day, and patient was revised to fusion with a stand-alone anterior device. Procedure was completed successfully with no delay. Patient outcome was doing better and continues to improve. This report is for a prodisc-c implant large deep 5mm. This is report 1 of 1 for (B)(4).